Manufacturer narrative:
(B)(4).

Event description:
It was reported loss of sensing and increased threshold were observed when the patient visited the clinic. The patient was scheduled for a new atrial lead. Insulation damage was noted on the right ventricular lead during the surgery. Thus, both the ventricular and atrial leads were explanted and a new right ventricular was implanted. The patient condition was good before and after the procedure.